Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported the vitrector was primed correctly and was switched on with a cut rate of 2500 but the surgeon was experiencing no cut. They had no other cutters available so they moved another competitors machine. The surgeon managed to finish the case; however the patient was transferred to another facility with vitreoretinal capabilities as the capsular bag was too delicate. The patient's outcome has been requested, but no response has been received.

Manufacturer narrative:
Correction: d1: (B)(6). The evaluation is completed. Two pouches were returned. One opened bl3190 pouch from lot x3066. The pouch contained a piece of tubing. The cannula and the male slip lure coupler were not returned. The tubing and connectors were not damaged. A functional test was performed and found that the tubing was not blocked and functions as intended. One opened bl5623s pouch from lot x2351. The tip protector was not returned. Visual inspection found the needle bent at the base. The assembly was dirty with fluid droplets in the tubing. The back cap was aligned correctly on the cutter body. The tubing and connectors were inspected with no damage found. A functional test was performed using a stellaris system. The cutter did not cut. The inner needle was bound up and will not move. The cutter did aspirate. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned condition, loose in the pouch with no tip protector, the cause of the bent needle cannot be determined.

Manufacturer narrative:
The product was returned to the subsidiary and is in transit to the manufacturer for evaluation. The DHR review showed product was properly manufactured and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.